Event description:
It was reported that the procedure was to treat a lesion in the proximal ramus, with no tortuosity and no calcification. During preparation of the xience v, the cath lab technician noted that the stent implant was missing. The physician examined the device and thought that the stent was crimped on the balloon. The stent delivery system (sds) was advanced to the lesion and inflated, but the stent could not be seen under fluoroscopy. Intravascular ultrasound (ivus) was performed and confirmed that there was no stent present in the vessel. It was then concluded that there had never been a stent on the sds. The procedure was successfully completed by implanting a new 2.5 x 18 mm xience v stent. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported for missing component for this lot. It should be noted that the electronic instructions for use states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the review, no product deficiency was identified.